Event description:
A grab n' go vantage valve integrated pressure regulator was in place on an aluminum oxygen cylinder marked mr compatible. The tech noted a pull of the cylinder from regulator towards the 1.5 tesla MRI magnet and was able to prevent item from being drawn into magnet. Praxair distribution, inc., logged the (B)(4). The company uses shellock MRI services, inc., to evaluate their products based on astmf2503-8 specifications. The praxair air grab n' go unit was tested for translations attraction at 3 tesla. Known ferrous metal pin or c-clip. States should not have experienced pull. The tech noticed the pull as entered zone 4 of the magnet room of 1.5 tesla. No injury or damage to staff, patients or magnet occurred.